Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made.

Manufacturer narrative:
Correction: the patient's date of birth should be included.